Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore, it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 1 complaint (1 product), has been recorded on optipac 60 refobacin bone cement r-3, reference (B)(4), batch az16bb2411 since ever. According to available data, the root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that customer is experienced in using the product : hardening time is too short. No adverse events have been reported as a result of the malfunction.

Event description:
It has been reported that cement hardening time is too short. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device has not been returned to the manufacturer. However, a product evaluation has been performed over the same batch, and it has been concluded that the product is compliant with specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.